Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complications of hematoma with subsequent necrosis and underwent right breast hematoma evacuation. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of manufacturing records confirms product was manufactured to specification. Hematoma is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral superior pedicle breast reduction using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. There were no concomitant procedures done. On (B)(6) 2018, right breast hematoma was reported. Sae. Patient hospitalized on (B)(6) 2018 and had right breast hematoma evacuation that day. Resolved with sequelae on (B)(6) 2018. Fat necrosis of the right breast and a less than ideal result occurred from the hematoma. Review by medical affairs identifies as likely related to the device and serious.